Event description:
In 2008, boston scientific corporation was informed that during a procedure, the physician could not advance the resolution clip device clip out of the catheter. The procedure was complete with another of the same device without any patient complications. Patient is "fine". This complaint is the first of two devices, please refer to MFR #'s 3005099803-2008-06870 for other related report.

Manufacturer narrative:
The suspect device is not available. A device evaluation will not be performed; therefore, the cause of the reported event cannot be determined.